Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation, which incorporates past findings, the presumed cause is reasonably inferred from available information, such as component damage or degradation resulting from some form of stress. The most likely cause of the complaint is anticipated to be a predictable or random component failure. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of leakage from the tip. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a chip in the light guide lens was found. There was no patient involvement.